Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download retrieved and attached. Receiver passed paring\calibration\performance\range test. Customer's complaint inaccurate cgm values could not be verified in log review on the incident day because rx unit and tx unit were not in a sensor session and\or paired on the incident day. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. It was reported that the patient entered finger stick values during rapid rates of change. Labeling indicates: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. No additional event or patient information is available. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via product. The reported glucose values fall within the b zone of the parkes error grid. However, the data investigation confirms a difference in values that falls within the d zone of the parkes error grid.